Manufacturer narrative:
Evaluation results and conclusions: (restenosis requiring medical intervention). (B)(4).

Event description:
It was reported that the previously reported revascularization was performed on (B)(6)-2012. It was also reported that during this revascularization the tibial-peroneal trunk artery (tpt) was treated instead of the posterior tibial artery.

Event description:
An amphirion deep pta balloon catheter was used to treat a lesion in the posterior tibial artery of the left limb during a revascularization procedure. Amputation of the third digit on the left toe was reported to have occurred approximately 6 months post procedure. At the same time, re-stenosis of the posterior tibial artery occurred and revascularization was performed approximately 2 weeks later. Patient death was reported to have occurred due to cardiac arrest approximately 19 months post index procedure. Investigator reported that the event was not related to the study device and procedure.

Event description:
Date of reocclusion of the posterior tibial artery approximately 6 months post index procedure confirmed.

Event description:
The reason for the previously reported amputation performed approximately 6 months post index procedure was confirmed as re-occlusion of the left posterior tibial artery and new wound appearance